Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/06/2016. Retain product was tested and functioning according to specification. Return product was not availbale. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Sixty retain cartridges from the lot were tested using whole blood and I-stat tricontrol level 2, lot 311073. The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat result of 29 and the result from another manufacturer being 48 and the limited information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hct & hb result on a patient . There was no additional patient information available at the time of this report. Return product is not available for investigation. Instrument: time: date: I-stat, 9:46 (B)(6) 2016 , hct 29, hgb 9.8. Sysmex, 9:58 (B)(6) 2016, hct 48, hgb 16.1. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4).